Event description:
Pt was taken to CT scanner for test using contrast material delivered by digital injection system. Shortly after injection pt suffered extravasation of contrast in dorsum of right hand increasing to forearm. This resulted in add;l surgery requiring a fasciotomy and increased length of stay.